Event description:
Detached tip on catheter. Pt scheduled for removal of non-functioning catheter. Upon removal surgeon noted tip of catheter was not present. Pt transferred to another facility for removal of catheter tip.